Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon and the scrub nurse were unable to depress the orange button on the 511sd trocar. The button would not stay in the down position. The surgeon pulled another 511sd and successfully inserted the trocar. The trocar came from a fdc37 kit. No further information was available. There was no consequence to the patient.